Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "machine will not turn on. Customer tried two different power cord." No pt/operator injury associated.

Manufacturer narrative:
Upon eval of the device on (B)(4) 2012, evidence of fluid ingress was noted with damage to electrical components and the complaint was escalated. Electrical components replaced due to damage from the spill are centrifuge, distribution pcb and cable. The device is now ready for use. (B)(4).